Manufacturer narrative:
Additional data: h10 this supplemental report is being submitted to retract the previous initial MDR report submitted to address multiple conflicting results with a specific lot 1027703 , further case review determined that this lot 1027703 is not related to this event.

Manufacturer narrative:
Correction : g3 - aware date/date received by the manufacturer mentioned in the initial report was inadvertently used incorrect date i.e. 16nov2022, correct aware date is 06dec2022

Manufacturer narrative:
Correction: g3: aware date/date received by the manufacturer mentioned in the supplement 2 report was inadvertently used incorrect date i.e. 06dec2022, correct aware date is 06dec2021.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1027703 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number kit part number 190-000/lot 1027703, test base part number 190-430/ lot 1027703. The lot met the required release specifications. A review of the complaints reported as conflicting (negative or positive) patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1027703 showed that the complaint rate (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Associated cases 1221359-2021-03273 in and 1221359-2021-03273 su (lot 1031822).

Event description:
The customer reported multiple conflicting results with the ID now covid-19 assay tested directly on a nasal/ nasopharyngeal kitted swab. Repeat testing was performed on a different ID now machine. No pcr testing occurred. No additional patient information, including treatment and outcome, was provided.